Event description:
The affiliate stated the customer reported low neutrophil (ne) and elevated lymphocyte (ly) results for one patient in comparison to the manual differential involving the coulter lh 500 hematology analyzer. This is report one of three referencing the event date noted. The customer indicated the sample was also analyzed on an alternate instrument and the diff result was flagged. The erroneous diff results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Quality control (qc), performed prior to and after the event, was within specifications. The patient¿s samples were collected in 3 ml becton dickinson (bd) vacutainer tubes and were less than one hour old. The instrument was in operation.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the event could not be determined with the available information. All related medwatch reports associated with this incident: 1061932-2013-02151, 1061932-2013-02152, 1061932-2013-02153.